Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had a bilateral breast augmentation per plastic surgery. The patient reported that she felt her device pull in her pocket while she was at work pulling on a patient. The patient experienced diaphragmatic stimulation. A chest x-ray was performed and it was discovered that the right ventricular (rv) lead exhibited loss of slack and was repositioned. No additional adverse patient effects were reported.